Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In addition to the named test parameters, the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit heated up to the set temperature and functioned without any interruption or functional anomalies. After 1.5 hours, visible water droplets were observed in the circuit. In an attempt to simulate the reported defect, the unit was again setup for a functional bench test. First, the unit was run without a water reservoir connected and the unit displayed the low water indicator as expected. Next, the heated wire cables were each disconnected from the circuit. As expected, the appropriate indicators displayed and the appropriate alarms were heard. The temperature probes were also disconnected from the unit. As expected, the appropriate indicators displayed and the appropriate alarms were heard. The concha neptune user manual states "in some cases, the use of positive gradient settings or flow rates outside the recommended ranges may result in increased warm-up times or lower than recommended humidity outputs. Additionally, some environmental conditions, such as warm ventilator outlet gas temperatures and/or high ambient temperatures, may require the use of the negative gradient setting to reach 100% rh, or visible moisture droplets in the circuit" the IFU also instructs the user to "visually inspect for condensation droplets in the inspiratory circuit after one hour of operation, and periodically thereafter." The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. It should be noted that humidity settings are able to be adjusted by design. The user manual states "some environmental conditions, such as warm ventilator outlet gas temperatures and/or high ambient temperatures, may require the use of the negative gradient setting to reach 100% rh, or visible moisture droplets in the circuit." The IFU also instructs the user to "visually inspect for condensation droplets in the inspiratory circuit after one hour of operation, and periodically thereafter." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the humidifier did not alarm when humidity wasn't getting to the patient". No reports of patient injury or consequences. No report of desaturation. Patient condition unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune, lot # 73a210008n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the humidifier did not alarm when humidity wasn't getting to the patient". No reports of patient injury or consequences. No report of desaturation. Patient condition unknown.